Event description:
During deployment of a cyhper stent in a calcified left anterior descending (lad) artery lesion, the balloon burst @ 14 atms. The stent was fully deployed without incident. There was no patient injury.